Event description:
Tigerpaw was deployed on the left atrial appendage early (a pt was on bypass). After the pt was weaned off cardiopulmonary bypass at the end of the case bleeding from the left atrial appendage was noticed. The left atrial appendage was amputated and sewn with suture. Transfusion was not required. No injury to the pt (recovery is fine).